Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted there was insulation damage. The damage was approximately 29 cm from the terminal pin. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. The lumens housing the conductors had collapsed within the trilumen insulation. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing. The lead was explanted and returned for analysis. No additional adverse patient effects were reported.